Manufacturer narrative:
The cooled thermocath (ctc) was not returned for analysis; however, two rectal thermosensing units (rtu) were returned for analysis. Water baths of both rtus were performed and both rtus readings were withinspecification. Manipulations of both rtus were also performed and no changes in the readings occurred. In addition, simulated treatments of both rtus were performed and no error was observed. The device history record for this catheter was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. The rtu was returned; however, the root cause of the event is unknown.

Event description:
It was reported that 4 days after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system . Four days after, the physician noticed a rectal fistula had occurred. The patient was treated with a colostomy and a suprapubic tube. No further patient injuries or complications were reported. Patient is currently in stable condition.